Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a remote follow-up on a recent device implanted, after evaluating the paperwork that was present it was observed that it appeared to be intermittent undersensing of r waves. Programming changes were discussed and it was decided to implement the changes on the next patient follow-up. There were no consequences to patient.